Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when the unit is turned on the screen does not show. No patient involved.

Manufacturer narrative:
Evaluation of the kangaroo pump was performed and the customer states ¿the screen does not show." The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.